Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
The exam used in the procedure was sent to medtronic for evaluation. When testing, the medtronic representative was unable to replicate the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported to the medtronic representative that the tip stop point function was used prematurely, however the issue cannot be confirmed. It was also reported that the issue has not repeated since the initial occurrence. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, the trajectories in two separate windows were displaying different information. One trajectory was displaying that the site was at the target, while the other displayed that the site was not at the target by several millimeters. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.